Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room, merlin.net transmission was received and upon interrogation of the device, high amplitudes of noise and insulation breach damage issue on the rv lead was observed. Upon interrogation, a few episodes were observed on the vf zone and reviewed. Since the patient was in the intensive care unit, therapy on the device was turned off and hospital staff was asked to perform manual defibrillation if necessary. Physician elected not perform any lead revision or to replace the lead as they suspected that the lead noise was not due to the lead failure and rather the noise was coming from external pacing and compressions during cardiopulmonary resuscitation. No further lead noise episodes were detected since during the initial time of the patient being shocked. There were no malfunction issues with the ra and lv leads. Patient was stable.